Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. The procedure was performed under local anesthesia. Lidocaine and methoxyflurane were used. Following a successful device placement procedure, the patient experienced a non-serious rectal pain that was treated with methoxyflurane inhaler, and it was related to the spaceoar injection procedure. The patient also experienced an injection site pain, no treatment or interventions were provided. Additionally, the patient experienced a non-serious dizziness, and no intervention was required. The patient symptoms were resolved on the same day of the placement procedure.

Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event of pain.